Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2200 mcg/ml at 105.8 mcg/day) and bupivacaine (30 mg/ml at 1.443 mg/day) via an implanted pump. It was reported that the patient had symptoms of withdrawal. She said that it had happened 4 times over the last few months and the last date was about a week and a half ago. Today the patient reported for a catheter dye study, and they were unable to aspirate the catheter. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.